Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after a percutaneous transluminal angioplasty interventional procedure using an 8f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported foot separation was confirmed. The loss of arterial access could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. The patient effect of pseudoaneurysm is listed in the electronic perclose prostyle instructions for use (eifu) as a possible adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: health effect - clinical code 4582 was removed. H6: health effect - impact code 4641 was removed. H6: medical device problem code 1142 was removed.

Event description:
Subsequent to the initially filed report the following information was received: a posterior foot break was found during evaluation of the returned device and the foot was not returned. Follow-up with the account reported that the initially reported information was incorrect. A cuff miss did not occur and a new prostyle device was not used to achieve hemostasis. Reportedly, after the foot was deployed, the device was pulled back to the vessel wall, but the back flow did not stop. As the device was pulled back further, the device was unintentionally removed from the anatomy with the foot still deployed. After removal of the device the separation of the foot was noted. Additionally, a pseudoaneurysm occurred, which was treated with surgery. The location of the separated foot is unknown and potentially remains in the patient. Anastomosis surgery was used to achieve hemostasis. No additional information was provided.